Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of air bubbles/air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that unspecified bd infusion set had air in the line. The following information was received by the initial reporter with the verbatim: rcc received the complaint via email. Email(s) as attached. While assessing my patient I noticed that the bag of IV fluids was dry, so I traced the tubing to see how far the air has been drawn into the tubing. The tubing was completely filled with air approximately an inch below the alaris pump chamber and the pump never alarmed that there was air in tubing despite there being no fluid remaining; the infusion was still running as programmed at 9ml/hr.

Event description:
It was reported that unspecified bd infusion set had air in the line. The following information was received by the initial reporter with the verbatim: rcc received the complaint via email. Email(s) as attached. While assessing my patient I noticed that the bag of IV fluids was dry, so I traced the tubing to see how far the air has been drawn into the tubing. The tubing was completely filled with air approximately an inch below the alaris pump chamber and the pump never alarmed that there was air in tubing despite there being no fluid remaining; the infusion was still running as programmed at 9ml/hr.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.